Manufacturer narrative:
Received 1 used silicone catheter with the foley tray packaging label only. Visual inspection noted no obvious defects and no cuff roll were observed. Per the functional evaluation, the balloon was inflated with air and then deflated. A cuff roll was not formed. After that, 10cc of a mix of water and blue methylene was introduced with a syringe and the catheter was left for 3 minutes resting on a flat surface. It was then deflated by itself and a cuff roll was not formed. Per the dimensional evaluation, the active length was measured and the results were as follows: short side= 0.8000¿, long side=0.8055¿. The specification for the active length should be 0.6¿ to 0.9¿. The catheter active length was found within specification. The reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following to deflate catheter balloon: " gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley balloon did not completely deflate. According to the operating room staff, there was a ring that did not fully deflate when the saline was removed, that resulted in a ridge. The catheter was removed without impact to the patient and no additional medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley balloon did not completely deflate. According to the operating room staff, there was a ring that did not fully deflate when the saline was removed, that resulted in a ridge. The catheter was removed without impact to the patient and no additional medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley balloon did not completely deflate. According to the operating room staff, there was a ring that did not fully deflate when the saline was removed, that resulted in a ridge. The catheter was removed without impact to the patient and no additional medical intervention was required.